Manufacturer narrative:
Citation: kliger c percutaneous complete repair of failed mitral valve prosthesis: simultaneous closure of mitral paravalvular leaks and transcatheter mitral valve implantation - single-center experience. Eurointervention. (B)(6) 2015;10(11):1336-45. Doi: 10.4244/eijy14m05_01 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a single-center experience on complete transcatheter repair of a degenerated mitral bioprosthesis. All data were collected from a single center between march 2012 to october 2012. The study population included 5 patients (predominantly male; mean age 73 years), 1 patient had been previously implanted with medtronic mosaic valve and all were implanted valve-in-valve with medtronic melody valves. The serial numbers were not provided. Medtronic received information that (B)(6) male patient had been implanted with a 29 mm medtronic mosaic valve and two occluders were implanted for paravalvular leak (pvl). Six-months post implant, a 24 mm medtronic melody valve was implanted valve-in-valve (viv) due to severe stenosis and regurgitation. Mild paravalvular leak (pvl) was noted post-implant. No additional adverse patient effects were reported. Medtronic received information that (B)(6) male patient had been implanted with a non-medtronic valve into mitral position and two occluders were implanted for paravalvular leak (pvl). Eleven years post implant, a 24 mm medtronic melody valve was implanted valve-in-valve due to severe regurgitation and mitral stenosis. Embolization of the melody valve was noted post-implant. An attempt was made to secure the valve in place using a second melody valve (melody viv) without success. The valves were surgically replaced with a non-medtronic valve without complication. No additional adverse patient effects were reported. No additional adverse patient effects or product performance issues were reported.